Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that while using bd multitest¿ erroneous results on patient samples were acquired. The following information was provided by the initial reporter: "the results of the samples come out altered, giving levels of t lymphocytes higher than number of total lymphocytes. We received 5 boxes and when using the first one we verified that the results of the samples are altered, giving levels of t lymphocytes higher than the number of total lymphocytes with an unacceptable margin. The total percentages do not adjust to the actual number of the patient. We have tried to work with one of the new reagent boxes from the last order and the results have been corrected. For this reason, we believe that we should assess how to return the rest of the boxes from lot 74981 and continue working with the new ones. We believe that it is something related to this particular batch, since a different batch works for it and the use is the same. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) = yes, the results were not correct and with the error indicated in the pir. 2. Was there any delay of treatment due to the issue? (Go to question #3) = no. They were quickly detected. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) = no".

Event description:
It was reported by the customer that while using bd multitest¿ erroneous results on patient samples were acquired. The following information was provided by the initial reporter: "the results of the samples come out altered, giving levels of t lymphocytes higher than number of total lymphocytes. We received 5 boxes and when using the first one we verified that the results of the samples are altered, giving levels of t lymphocytes higher than the number of total lymphocytes with an unacceptable margin. The total percentages do not adjust to the actual number of the patient. We have tried to work with one of the new reagent boxes from the last order and the results have been corrected. For this reason, we believe that we should assess how to return the rest of the boxes from lot 74981 and continue working with the new ones. We believe that it is something related to this particular batch, since a different batch works for it and the use is the same. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes, the results were not correct and with the error indicated in the pir. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. They were quickly detected. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no".

Manufacturer narrative:
H.6 investigation summary scope of issue and problem statement: customer (B)(6) reported on 14-jun-22 that product 342417 (multitest cd3 fitc/cd8 pe/cd45 percp/cd4 apc, ce-ivd) lot 74981 is giving levels of t lymphocytes higher than number of total lymphocytes. Customers indicate they believe that it is something related to this batch 74981, since a different batch works for it and the use is the same. Customer did not indicate which another different batch was used. No data or information provided by customer showing reported problem. Manufacturing defect trend: zero (0) quality notifications (qn) or nonconformance reports were found against product 342417 (multitest cd3 fitc/cd8 pe/cd45 percp/cd4 apc, ce-ivd) lot 74981 or subassembly 91-0482 batch 1223070, from evaluated timeframe of 14-jun-21 to 14-jun-22. Batch history record (bhr) review: product 342417 (multitest cd3 fitc/cd8 pe/cd45 percp/cd4 apc, ce-ivd) lot 74981 was assembled in bdb san jose ca (plant 1149), using subassembly 91-0482 batch 1223070, manufactured in bdb cayey pr (plant 1157), which was used to manufacture the following catalog products for a total of (B)(4) ea units: 1. 342417 lot 74981 ((B)(4) ea): all (B)(4) ea sold to market. 2. 340499 lot 35930 ((B)(4) ea): all (B)(4) ea sold to market. 3. 342447 lot 57947 ((B)(4) ea): all (B)(4) ea sold to market. 4. 342447 lot 73217 ((B)(4) ea): all (B)(4) ea sold to market. 5. 342447 lot 93073 ((B)(4) ea): all (B)(4) ea sold to market 6. 340499 lot 66032 ((B)(4)ea): all (B)(4) ea sold to market. Qc bhr 91-0482 batch 1223070 was reviewed. Material met qc specifications thru flow cytometry testing of edta collected blood by lysed no wash method against a reference lot, prior to release. Material expires 31-aug-23. Subassembly 91-0482 batch 1223070 was later satisfactorily used as a reference lot during routine qc testing of newer subassembly 91-0482 batch 12663, meeting specifications without discrepancy. Complaint history review: one complaint reported ((B)(4)-gc from hospital (B)(6); against product 342417 (multitest cd3 fitc/cd8 pe/cd45 percp/cd4 apc, ce-ivd) lot 74981 having levels of t lymphocytes higher than number of total lymphocytes, from date range of 14-jun-21 to 14-jun-22. No additional complaints have been reported to date from a total of (B)(4) ea units sold to market of any of the six (6) different catalog/lot products manufactured using same subassembly91-0482 batch 1223070: (1) 342417 lot 74981, (2) 340499 lot 35930, (3) 342447 lot 57947, (4) 342447 lot 73217, (5) 342447 lot 93073, and (6) 340499 lot 66032. Retain sample analysis: investigation based on complaint history in which no additional related claims have been reported for product 342417 (multitest cd3 fitc/cd8 pe/cd45 percp/cd4 apc, ce-ivd) lot 74981 to date, evaluation of bhr subassembly 91-0482 batch 1223070 release data, history of later satisfactory use of subassembly 91-0482 batch 1223070 as qc reference lot for testing newer 91-0482 batch 12663 and wfi questions to customer regarding reported problem. No retain sample testing deemed necessary at this time. Returned sample analysis: as no data or details provided by customer regarding reported problem, wfi task (B)(4) requested for further customer information. Refer to root-cause analysis section for details. Risk review: risk management file 100310ra, revision 02 was reviewed. Hazard(s) identified? X yes / no. If no (to above), what actions will be taken? 1. Hazard ID#: __4.1 2. Hazard: _information hazard 3. Cause: __ inadequate instructions provided by bd 4. Harmful effects: __ unable to perform testing, delay of test results 5. Probability: __1 6. Severity: ___3 7. Risk index: ___3 = acceptable 8. Implementation: __ technical data sheet 9. Risk control: __ label approval, system validation 10. Effectiveness verification: __ verified by label approval process. 11. New hazard: __none. Mitigation(s) sufficient x yes / no if no (to above), what actions will be taken? Root cause analysis: wfi task (B)(4) requested information and customer response to support investigation: 1. Customers indicate product 342417 (multitest cd3/cd8/cd45/cd4, ce-ivd) lot 74981 is giving levels of t lymphocytes higher than number of total lymphocytes. Please answer the following: a. Provide any supporting flow cytometry data showing observed problem. B. Indicate which different batch/lot of products 342417 was used with satisfactory results. C. Indicate how much volume (l) of reagent was used for staining samples, volume/number of cells. D. Was this product used for absolute counting using trucount tubes? If so, please indicate trucount lot used, and bead count number used for calculation. 2. Describe step-by-step process follow for staining, flow cytometry acquisition and analysis. Please answer the following: a. Please indicate which type of cells were stained (pbmc, lysed whole blood, etc.) And if cells were freshly collected or previously stored (cold or frozen) samples. B. Was cell viability assessed prior staining? If so, indicate results. C. Indicate step-by-step process for sample staining, flow cytometry acquisition and data analysis followed. Customer response: no response or requested information obtained after three (3) follow up attempts. Customer who reported problem is no longer working at the hospital general universitario santa lucia, cartagena, murcia, spain. Wfi (B)(4) task closed on 14-sep-22. It is noted that complaint history reveals no additional related complaints against product 342417 (multitest cd3 fitc/cd8 pe/cd45 percp/cd4 apc, ce-ivd) lot 74981 or any of the six (6) products/lots manufactured using same subassembly 91-0482 batch 1223070, of which total (B)(4) ea have been sold to market to current date. As no answer to wfi task question was obtained, we could not confirm product was used following IFU and label indications. This is considered an isolate event which could have been caused by suboptimal use of reagent by the end-user customer. Bd release specifications were met for product 342417 (multitest cd3/cd8/cd45/cd4, ce-ivd) lot 74981 tested under subassembly 91-0482 batch 1223070 against a reference lot thru flow cytometry (fc) human peripheral blood-stained leukocytes, measuring fluorescence intensity and percent positive characteristics. Additional fc performance data of subassembly 91-0482 batch 1223070 was obtained during its later use as a reference lot during routine qc testing of newer subassembly 91-0482 batch 12663 with acceptable results per bd specifications. No device problem was found. Root-cause for reported incident cannot be determined. Based on the investigation findings, no history of additional complaints, no discrepancy or device problem detected on evaluated records and data, this complaint is unconfirmed. Conclusion: based on this investigation for product 342417 (multitest cd3/cd8/cd45/cd4, ce-ivd) lot 74981, this complaint is unconfirmed, and no further actions deemed necessary at this time.